Manufacturer narrative:
Address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, hardening and shape alteration", "capsular contracture grade unknown", "irregularities on surface", "peri-prosthetic liquid", "lobulated contour".

Event description:
Healthcare professional reported right side pain, hardening and shape alteration", "capsular contracture grade unknown", "irregularities on surface", "peri-prosthetic liquid", "lobulated contour". The device remains implanted.